Event description:
It was reported that inappropriate ams episodes due to competitive atrial pacing was observed. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.